Event description:
It was reported that a user of the ilet experienced a low glucose event following a period of hyperglycemia, with glucose levels above 180 mg/dl for about two hours and a subsequent nadir of 56 mg/dl lasting about 30 minutes; device alerts for low glucose were received, and the user treated with oral glucose. Symptoms included sweating, lightheadedness, weakness, irritability, and thirst. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction identified and no component failure reported, and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.